Manufacturer narrative:
Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 568 mg/dl. Customer gave a correction bolus via the pump to address bg level. Additionally, the customer's weight was incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight information to adjust insulin, customer acknowledged and understood. Reportedly, customer continued to use pump for insulin therapy.